Event description:
It was reported that stent inadequate apposition occurred. The 85% stenosed, 23mm x 2.3mm, eccentric, de novo target lesion containing a lesion bend of less than 45 degrees was located in the moderately calcified and mildly tortuous left circumflex artery. A 2.00mm x 15mm apex¿ balloon catheter was selected to predilate the lesion and advanced but was unable to cross the lesion. The physician changed to a non-bsc balloon and successfully predilated the lesion. A 2.50x20mm promus element¿ plus drug-eluting stent was selected to treat the lesion. During release of the stent, the middle of the stent was not fully deployed under 12 atmospheres. The physician used another non-bsc balloon catheter to dilate the stent but the middle of the stent was still not fully deployed normally and was not attached fully. Both ends of the stent was deployed normally and was well attached. The procedure was completed with this device. The physician said that the patient need to be closely monitored. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).